Manufacturer narrative:
Device evaluation: the device was returned with biologics in the inflation lumen of the device. A visual inspection of the device found a kink on the shaft approximately 87mm from the strain relief. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A negative prep was carried out and no bubbles were detected. An 0.018¿ guidewire was loaded through the tip but will not go past kink in shaft. An indeflator was used to try to inflate the balloon to nominal pressure of 8 atms and rated burst pressure of 14 atms. Pressure held but the balloon would not inflate. Device was soaked in warm water overnight. Multiple attempts were made to flush the device with hot water to try to inflate the balloon with no success. A microscopic inspection could find no hole in the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no blood in catheter during prep. There was no resistance felt when advancing the device over the guidewire and into the patient. When in position and performing "negative prep" the inflation lumen and syringe filled with blood. The leak seems to be in the catheter shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use pacific plus pta during procedure to treat a lesion in the left distal superficial femoral artery (sfa). There was no damage noted to packaging. There was no issues noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that there was blood in catheter up to inflation device. There appears to be a leak in the catheter shaft. Exact location unknown. There was no resistance encountered when advancing the device. The balloon was removed and another balloon was used with no complication. No vessel damage reported. There was no patient injury.